Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. Subsequently, the cartridge was filled with cold insulin. The customer's blood glucose level was in the 200's (mg/dl). Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.